Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: d224trk, ICD; implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than anticipated. The patients left ventricular (lv) lead has chronic high threshold levels. The device was explanted and replaced. The physician chose to retain the lv lead and it remains in use. No patient complications have been reported as a result of this event.